Event description:
Edwards received information a patient with a 29mm mitral valve implanted six (6) years, two (2) months, underwent valve-in-valve procedure due to restricted leaflet motion, severe mitral stenosis, moderate-severe mitral valve thickening, and degeneration. The patient was originally admitted with acute renal failure after recently having covid five (5) months earlier. Valve thrombus was suspected (but not confirmed) due to the exacerbation of the mitral valve thickening and stenosis in this short time interval. A 29mm transcatheter valve was implanted inside the 29mm valve whilst on ECMO support. The post-operative course was complicated by continued shock and loss of pulsatility and persistently low flows on ECMO. The patient status at discharge is unknown on post-operative day 15.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve additional information is unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm mitral valve implanted (6) years, (2) months, underwent valve-in-valve procedure due to unknown reasons. A 29mm 9600tfx was implanted inside the 29mm valve. There were no complications. Patient was transferred to ICU to recover.